Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 119 degrees fahrenheit which was greater than manufacturer specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further observed that the small bearing was damaged. It was determined that the small bearing was damaged causing the device to overheat which was consistent with normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mastoidectomy surgical procedure, it was observed that the motor device was running hot. According to the reporter, the device was successfully tested during pre-surgery setup. It was reported that the device was in use thirty minutes prior to the event. It was not reported if there were any delays to the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.